Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The sensor was inserted in the patient's abdomen on (B)(6) 2016. The patient reported that cgm displayed value of 200mg/dl compared to bg meter value of 29mg/dl. Date of issue is an approximation. The patient's father had reported that about one year ago he had taken his son miniature golfing, and at about the 6th hole, he noticed that his son had fallen down. The patient's father did not think much of it other than he tripped over his shoes, especially since his cgm was reading somewhere in the 200's with a diagonal arrow up. The patient had gotten up, quickly fell down again, and did the same thing one more time. The patient's father then knew that something was not right and preformed a finger stick test, showing the patient dangerously hypoglycemic at 29mg/dl. No details were provided on any treatment for the patient in this event. No additional event or patient information was provided. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.